Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened. It is not known if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. There as no tissue damage or bleeding, and no harm to the pt. Anther device was opened and used to complete the case.